Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the midline incision. Symptom of excessive drainage was noted. The physician did not believe that infection was device or procedure related. Cause of infection was unknown. Extra precaution was taken including extra antibiotic powder and vancomycin beads placed in the incision. The patient underwent an explant procedure.